Event description:
Account alleged no power or functions to the bed. No injuries reported.

Manufacturer narrative:
Account stated that they can see a black cord smashed coming out of the box. Account can see bare wiring. Copper on wiring was showing. Parts were ordered for repair, no further info is available at this time.